Event description:
Clinicians identified potential problems with design of device including tendency for manometer port to become clogged with bloodd or sputum and possible confusion regarding the function of exhalation valve.